Manufacturer narrative:
(B)(4). The device history record of the product s-1100-08lf batch number 74l1800962 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was leakage of the connection between the pleur-evac and the ringed tube. It happened on 3 devices the same day with the same patient and same intervention.

Event description:
It was reported that there was leakage of the connection between the pleur-evac and the ringed tube. It happened on 3 devices the same day with the same patient and same intervention.

Manufacturer narrative:
Qn#(B)(4). 1 sample of code s-1100-08lf was received for analysis. The original packaging was not received on the sample. No signs of use are observed since sample was inspected and no residues were found inside the bottle. Component 160299 pe 20cc prefilled syringe remains packaged behind the unit. The hose remains on its packaging bag taped behind the unit. Each side of the hoses were inspected, and the connections were found within specification. Label # lbl005390 r01 was observed on the unit that shows the fg # s-1100-08lf batch 74l1800962. Calibration cap torsion inspection & inter chamber leak test were performed, and no issues were found. As additional test, the hoses were disconnected from the unit and was submerged in a water container (with blue dye) and by applying air it was searching leak during testing. Also, and after the unit was prepared; air was applied inside the unit and submerged on a water container (with blue dye) in order to perform a leak testing. During both testing, no leaking issues were observed on the unit, connectors, hoses and adaptors that can be related to the customer complaint. During additional testing, the unit, hose, adaptors & connectors were tested, and no leaking issues were observed that can be related to the reported issue. Based on the additional functional inspection of the sample received, the complaint cannot be confirmed. Sample was inspected & tested, and no issues were observed related to the reported issue. However, the personnel of the assembly line were notified on oct-23-2019 for awareness.